Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 15th june, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, during maneuvering of a headlight the collision occurred which led to detachment of a camera, which stayed in a hand of an operator. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field may lead to risk of contamination. The surgical light involved in the event is powerled (pwd500df lighthead - k3 w) with serial number (B)(6), catalog number ard568350908. Manufacturing date is 19th of october 2010. It was established that when the event occurred, the surgical light did not meet its specification due to detachment of the camera and it contributed to event. Basing on provided information it is supposed that when the event occurred the device was being used for patient treatment. During the investigation it was found that the evaluated case has not led to serious injury nor death. The performed investigation, which includes device history review, excluded any manufacturing anomalies and design issues. The investigation performed by subject matter expert concludes the most probable root cause of this incident was that user has broken off the camera of the video light with another light when swiveling. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 15th june, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, during maneuvering of a headlight the collision occurred which led to detachment of a camera, which stayed in a hand of an operator. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field may lead to risk of contamination.